Manufacturer narrative:
Updated fields: h6 (type of investigation, investigation findings, investigation conclusions). Additional info: e1 (event site state: (B)(6)). A getinge fse found that the bad contact of ¿live¿ wire in the power plug, so fse re-secured the ¿live, neutral & ground¿ wire of the plug. The device passed all performance tests according to factory specifications. The device was returned to the customer and cleared for clinical use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that while connecting patient, the cs300 intra-aortic balloon pump (iabp) shutdown. There was no patient harm reported.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).